Event description:
Journal article noted: patient presented 2 years post bovine collagen treatment with generalized bilateral, facial tumefaction which did not remit with antibiotic treatment. Biopsy performed, final diagnosis was infiltration by bovine collagen. Treatment prescribed oral deflazacort. Resolution of symptoms noted after second prescription of corticoid. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting. The brand name of the bovine collagen this patient was treated with was not noted in the article. We have requested further info of the author. This patient was treated with bovine collagen in the upper lip therefore, we have defaulted to zyplast as the possible treatment product.